Event description:
It was reported that during the implant attempt, the set screw on the device header would not tighten down and stuck to the screwdriver. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. However, the returned device indicated a damaged grommet and the set screw was found in the connector bore. (B)(4).